Manufacturer narrative:
Follow-up #1 date of submission 11/24/2015 device evaluation:the device has been returned and evaluated by product analysis on 11/12/2015 with the following findings: during testing, the audio tone alarm was inoperable. The vibratory alarm functioned properly. The pump cover was opened and a cracked solder connection was found on the piezo.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was reported that the pump's vibratory and auditory features were not functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.